Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire was bent. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled/scraped off. During functional evaluation, friction was experienced during advancement of the guidewire through a demonstration microcatheter. In addition the guidewire torque was not smooth. No other anomalies were observed. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet; however, the torque device was not on the guidewire and it was not returned. The unsmooth torque observed during functional testing was likely caused by the observed bend on the guidewire. The cause of the bend on the guidewire could not be definitively determined as this was not initially reported. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information available an assignable cause for the reported peeling and observed damages cannot be determined.

Event description:
It was reported that when the guidewire was advanced for the third time into the microcatheter, peeling of the coating was observed. There was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that when the guidewire was advanced for the third time into the microcatheter, peeling of the coating was observed. There was no reported clinical consequence to the patient due to this event.